Event description:
It was reported by the affiliate that during a laparoscopic cholecystectomy procedure, the clips did not close completely when the device was fire. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.